Manufacturer narrative:
Device code: (B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip was deployed off-label to treat the tr. Imaging was challenging in the tricuspid valve as the imager was inexperienced in the tricuspid area. After clip deployment, the clip became detached from the septal leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda). The slda was left untreated. Tr remained at 4. There were no adverse patient effects and no clinically significant delay. The patient is stable and will be discharged as planned. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿ since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device that appears to have caused the reported single leaflet device attachment (slda). Based on all available information, the reported slda appears to be due to the off label use. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. The reported patient effect of tricuspid regurgitation (tr) was due to slda. Lastly, the reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.